Manufacturer narrative:
(B)(4). Guide wire: balance middleweight. Guide cath: xb 3.0 (6f). Advancement of stent delivery system (sds) with force against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The xience prime everolimus eluting coronary stent system instructions for use states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Additionally, it was reported that when the sds met with resistance during advancement, force was applied. The IFU states that should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this instance, it is unknown if the advancement against resistance caused or contributed to the reported dissection. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the moderately calcified proximal/mid left anterior descending artery, the lesion was accessed using a balance middleweight guide wire. Pre-dilatation was performed using a 2.0x12 mini trek balloon. A 2.75x38 xience prime stent delivery system was advanced with resistance felt and force was applied. The stent was deployed at the target site; however, after stent deployment, the physician noted a dissection at the distal segment of the stent. A 2.5x18 xience prime stent was deployed to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.